Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analzyed. The stylet was returned, analyzed, and primary analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the initial implant, the physician had difficulty advancing a curved sylet through the right ventricular lead. Upon placement, the lead exhibited high thresholds. The lead was removed and replaced. No patient complications were reported as a result of this event.